Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, oil dripped down the wall inside the refrigerator. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, oil dripped down the wall inside the refrigerator. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the oil was dripping inside the refrigerator. A field service engineer (fse) removed the top cover and identified the evidence of oil. Fse also removed the condensation fan and pan, and no issue was identified. Fse escalated this to the helmer team and confirmed that the refrigerator was working. The system functioned as intended after the field service engineer had investigated the device.